Event description:
It was reported that after implantation of two implants, the delivery catheter balloons were noted to be leaking. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. Date of event: date was estimated. Implant date: date was estimated. The device location is unknown. A follow-up report will be submitted with all additional relevant information. The other device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture could not be tested as the device was returned with the balloon separated, which was likely the reported leak noted during the procedure. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous left anterior descending (lad) artery. The 2.5x28mm device was unpackaged with no resistance or issue noted during removal of the protective sheath. The device was prepped prior to use with no leak or issue noted during preparation. The device was advanced to the target lesion without reported issue; however, the balloon ruptured at 7 atmospheres (atm) and the device was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The 2.5x18mm device was unpackaged with no resistance or issue noted during removal of the protective sheath. The device was prepped prior to use with no leak or issue noted during preparation. The device was advanced to the target lesion without reported issue; however, the balloon ruptured at 7atm and the device was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An unspecified drug-eluting stent (des) was used to successfully complete the procedure. There was no additional information provided.